Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6) 37 year old pregnant female patient, (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed decreased cbc/hemoglobin (hgb) results generated on the alinity hq processing module for multiple patient samples. The following data was provided: units of measure used by site (si units): hgb - g/l. (B)(6) 2024 sample ID (B)(6) 37 year old pregnant female patient hgb initial result = 57.4 (5.74 g/dl), repeat result 6 hours later on different analyzer (B)(6) = 122 (12.2 g/dl) same patient, new sample. Sample ID (B)(6) result = 129 g/l (12.9 g/dl). Sample ID (B)(6) hgb initial result = 57.6 (5.76 g/dl), repeat result on different analyzer (hq00906) = 92.8 (9.28 g/dl), and 93.1 (9.31 g/dl). Sample ID (B)(6) hgb initial result = 62.4 (6.24 g/dl), repeat result on different analyzer (B)(6) = 99.3 (9.93 g/dl). Sample ID (B)(6) hgb initial result = 69.0 (6.90 g/dl), repeat result on different analyzer (B)(6) = 148 (14.8 g/dl). Sample ID (B)(6) hgb initial result = 53.4 (5.34 g/dl), repeat result on different analyzer (B)(6) = 128 (12.8 g/dl). Sample ID (B)(6) hgb initial result = 58.6 (5.86 g/dl), repeat result on different analyzer (B)(6) = 136 (13.6 g/dl). Sample ID (B)(6) hgb initial result = 71.3 (7.13 g/dl), repeat result on different analyzer (B)(6) = 135 (13.5 g/dl). No impact to patient management was reported.

Manufacturer narrative:
Correction section: a2 - age at time of event, a2 - age units (patient), and a3 - gender, all updated/corrected from blank to the information currently in each section. The information was included in all submissions in section b5 - describe event or problem.

Event description:
The customer observed decreased cbc/hemoglobin (hgb) results generated on the alinity hq processing module for multiple patient samples. The following data was provided: units of measure used by site (si units): hgb - g/l 09jan2024 sample ID (B)(6)37 year old pregnant female patient hgb initial result = 57.4 (5.74 g/dl), repeat result 6 hours later on different analyzer ((B)(6)) = 122 (12.2 g/dl) same patient, new sample. Sample ID (B)(6)result = 129 g/l (12.9 g/dl) sample ID (B)(6) hgb initial result = 57.6 (5.76 g/dl), repeat result on different analyzer ((B)(6)) = 92.8 (9.28 g/dl), and 93.1 (9.31 g/dl) sample ID (B)(6) hgb initial result = 62.4 (6.24 g/dl), repeat result on different analyzer ((B)(6)) = 99.3 (9.93 g/dl) sample ID (B)(6) hgb initial result = 69.0 (6.90 g/dl), repeat result on different analyzer ((B)(6)) = 148 (14.8 g/dl) sample ID (B)(6) hgb initial result = 53.4 (5.34 g/dl), repeat result on different analyzer ((B)(6)) = 128 (12.8 g/dl) sample ID (B)(6) hgb initial result = 58.6 (5.86 g/dl), repeat result on different analyzer ((B)(6)) = 136 (13.6 g/dl) sample ID (B)(6) hgb initial result = 71.3 (7.13 g/dl), repeat result on different analyzer ((B)(6)) = 135 (13.5 g/dl) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting, inspected the instrument and found that the flowcell waste chamber was not fully draining which did not allow for proper fluidic movement through the injection subsystem. The flowcell, tubing, and check valves of the internal waste subsystem were replaced. Valve v94 was found occluded which resulted in insufficient vacuum supplied to drain the flowcell waste chamber; replacement of the valve resolved the issue as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. Review of the fcs files did not identify any algorithm issues. Review of the system and data logs found several system errors and notifications before, during, and after sample processing on complaint date, including several failures in quality control (qc) runs. A review of tracking and trending for the alinity hq processing module did not identify any trends or issues. A review of all complaints associated and a review of complaint trends for the part numbers, including valve-check, inline, ppro, was performed and no trends were identified. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) was identified.

Event description:
The customer observed decreased cbc/hemoglobin (hgb) results generated on the alinity hq processing module for multiple patient samples. The following data was provided: units of measure used by site (si units): hgb - g/l. (B)(6) 2024. Sample ID (B)(6) 37 year old pregnant female patient hgb initial result = 57.4 (5.74 g/dl), repeat result 6 hours later on different analyzer ((B)(6)) = 122 (12.2 g/dl). Same patient, new sample. Sample ID (B)(6) result = 129 g/l (12.9 g/dl). Sample ID (B)(6). Hgb initial result = 57.6 (5.76 g/dl), repeat result on different analyzer ((B)(6)) = 92.8 (9.28 g/dl), and 93.1 (9.31 g/dl). Sample ID (B)(6). Hgb initial result = 62.4 (6.24 g/dl), repeat result on different analyzer ((B)(6)) = 99.3 (9.93 g/dl). Sample ID (B)(6). Hgb initial result = 69.0 (6.90 g/dl), repeat result on different analyzer ((B)(6)) = 148 (14.8 g/dl) sample ID (B)(6). Hgb initial result = 53.4 (5.34 g/dl), repeat result on different analyzer ((B)(6)) = 128 (12.8 g/dl) sample ID (B)(6). Hgb initial result = 58.6 (5.86 g/dl), repeat result on different analyzer ((B)(6)) = 136 (13.6 g/dl) sample ID (B)(6). Hgb initial result = 71.3 (7.13 g/dl), repeat result on different analyzer ((B)(6)) = 135 (13.5 g/dl) no impact to patient management was reported.

Event description:
The customer observed decreased cbc/hemoglobin (hgb) results generated on the alinity hq processing module for multiple patient samples. The following data was provided: units of measure used by site (si units): hgb - g/l on (B)(6) 2024, sample ID (B)(6), 37 year old pregnant female patient hgb initial result = 57.4 (5.74 g/dl), repeat result 6 hours later on different analyzer (B)(6) = 122 (12.2 g/dl) same patient, new sample. Sample ID (B)(6), result = 129 g/l (12.9 g/dl) sample ID (B)(6). Hgb initial result = 57.6 (5.76 g/dl), repeat result on different analyzer (B)(6) = 92.8 (9.28 g/dl), and 93.1 (9.31 g/dl) sample ID (B)(6). Hgb initial result = 62.4 (6.24 g/dl), repeat result on different analyzer (B)(6) = 99.3 (9.93 g/dl) sample ID (B)(6). Hgb initial result = 69.0 (6.90 g/dl), repeat result on different analyzer (B)(6) = 148 (14.8 g/dl) sample ID (B)(6). Hgb initial result = 53.4 (5.34 g/dl), repeat result on different analyzer (B)(6) = 128 (12.8 g/dl) sample ID (B)(6). Hgb initial result = 58.6 (5.86 g/dl), repeat result on different analyzer (B)(6) = 136 (13.6 g/dl) sample ID (B)(6). Hgb initial result = 71.3 (7.13 g/dl), repeat result on different analyzer (B)(6) = 135 (13.5 g/dl) no impact to patient management was reported.

Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). (B)(6). Correction was made to field d2b procode. The incorrect code of grz was changed to gkz. This was a typographical error correction and there is no further impact to the submission.